Event description:
Event description guidant received information that this transvenous implantable lead exhibited variable p waves and loss of capture. This ventricular transvenous implantable lead exhibited noise on the rate/sense channel. Ventricular lead measurements are acceptable. A chest x-ray was performed and it appeared that the ventricular lead had pulled back.